Manufacturer narrative:
The device was returned for analysis. The reported product quality problem/unknown damage was able to be confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling/manipulation of the device during advancement resulted in the noted multiple hypotube bends and ultimately resulted in the reported product quality problem/noted hypotube separation; thus resulting in the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 2889 was removed.

Manufacturer narrative:
Event estimated date. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left circumflex. A 3.25x15mm nc trek rx balloon dilatation catheter (bdc) was damaged while trying to cross. The method used to complete the procedure was not provided. There was no reported clinically significant delay in the procedure and no reported adverse patient effects. During inventory of the returned device, a hypotube separation was observed. No additional information was provided.